Manufacturer narrative:
There was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received medwatch report mw5110527 stating that a heater cooler system 3t was found positive to m. Chimaera post disinfection declared to be performed as per device instruction for use. Within the report the serial number is not stated. However, it was reported that the device is 2013 manufactured. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
This event is a duplicate of a complaint already captured in livanova complaints database and already reported under manufacturer report number 9611109-2022-00354. Therefore, this event has been voided.